Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported event was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had a noisy image during preparation for use for a diagnostic bronchoscopy procedure. The procedure was completed using a similar device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. During the inspection and investigation, the failure could not be reproduced. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.